Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02143. It was reported that the patient fell and the leads migrated. As a result, the leads were explanted and replaced. Effective therapy was restored.